Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid valve, the valve was attempted to deployed, but was recaptured in order to obtain the desired implant depth. There was no reported difficulty in recapturing the valve. Upon final release, the outflow crowns of the valve took an extended amount of time to release from the delivery catheter system (dcs). After the entire capsule was deployed on final deployment, it took several seconds for the first paddle tab on the inner curve and the outflow crowns to release. The remaining paddle tab remained unreleased for several minutes, despite the physician's movements to push the delivery catheter in or rotate the system. Forward tension was used on the dcs to trigger final release of the paddles. The paddle tab finally released after more pushing movement. Of note, there was no rotation done after achieving commissure alignment position in the descending aorta. The dcs handle was not strictly held in the 3 o'clock position when crossing the arch and approaching the annulus, allowing natural rotational trajectory of the system. No adverse pati ent effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A stylet could not be fully inserted into the inner member shaft. There were two kinks and a severe twist to the proximal end of the inner member shaft. There was a severe bend to the stability shaft. A valve could not be loaded on to the device due to the inner member shaft damage the reported event for difficult to deploy could not be confirmed in the analysis as a valve could not be loaded to test the deployment capability of the dcs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Multiple kinks were observed on the inner member of the device, preventing the stylet from being loaded into the device. The description of the event does not indicate that this damage occurred during the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.